Event description:
Medrad was notified on july 7, 2009, by a third party service provider that an alleged air injection occurred in 2007. The hospital reported that they had injected a pt with approximately 20-33cc of air. They also indicated that this was due to human error. We have made multiple documented attempts to obtain additional info about this alleged incident. Specifically, we have asked for the pt info, the status of the pt, if any medical or surgical intervention was provided, the date of the event, any relevant medical history, if an autopsy was performed (if applicable), if the disposables were saved and available for eval, and details surrounding the event. At this time, the hospital is not releasing any more info to medrad.

Manufacturer narrative:
The third party service provider performed a system checkout and no problems were found with the injector system. After the reported event, the site continued to use the system and extensive additional applications training was provided to the hospital staff.